Event description:
The customer reported the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board, the backplane, the high voltage cable, and the collimator. The system operates as intended.